Event description:
It was reported by the patient that the doctor preformed spine surgery implanting pins and rods in back ¿ ¿12 inch¿ incision; patient does not know spine segments associated with implant. However, the patient claimed that within months his ¿stomach muscles went¿ and now needs to wear elastic brace around stomach.

Manufacturer narrative:
Method: device history review; results: no product was identified except that it was a stryker spine product. The complainant claimed to have muscle weakness around the abdomen and was required to wear a brace. The complainant stated that he heard a lecture by a surgeon that "open spine surgeries cause more harm than good" than do mis spine surgeries. The complainant feels that there is not enough information made available to patients about the differences between open and mis implants. The complainant refused to answer any more questions and no further information (product type, xrays, etc.) Is available. Conclusion: information is available from stryker to the surgeons in the form of ifus and surgical techniques. Ultimately, the surgeon is responsible for determining the appropriate spinal product based on patient anatomy, health, pathology and desired outcome.

Event description:
It was reported by the patient that the doctor preformed spine surgery implanting pins and rods in back - "12 inch" incision; patient does not know spine segments associated with implant. However, the patient claimed that within months his "stomach muscles went" and now needs to wear elastic brace around stomach.